Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keeps turning itself on and off. Customer stated that the back button does not respond at all. Customer has had several change battery alarms prior to this. Customer also pressed the button but a restart and change of battery did not help. Customer has now taken the battery out and started using needled instead as her health care professional advised. Customer will continue to do so until the new pump arrives. Customer's blood glucose was 12 mmol/l. Customer confirmed that she went swimming with the pump today and it was found afterward just a few hours later. Customer was advised that the pump will need to be returned and replaced.